Manufacturer narrative:
(B)(4). Evaluation: results: cva/stroke. Evaluation: conclusion: no conclusion can be drawn.

Event description:
The patient had two endeavor sprint rx drug-eluting stents implanted during the index procedure: one in the proximal lad and the other in the 1st obtuse marginal. Patient was asymptomatic / free of symptoms at 30 day/6 months/ 1 year/1.5 year and 2 year follow ups. Approximately 2 years and 4 months post index procedure, the patient suffered from a stroke (ischemic) without sequela. Investigator indicated that event was not related to the study stent. Patient was asymptomatic / free of symptoms at 2.5 year follow up. (Ref MFR # 9612164-2011-00706).